Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 79 mg/dl. The mother stated that her son cannot see the screen. The mother stated that the screen is cracked on him. The customer just finished his physical activity so his blood glucose is lower. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.